Event description:
The customer reported that they are mot receiving any volume in the information center; not hearing audible noise or alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) asked user to plug speaker back in. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.the speaker sound was verified afterwards. The system meets the specification for the performed service and is returned to use.